Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The patient¿s blood glucose level was unknown at the time of the incident. Customer states display is not blank currently. When customer changed, the battery today it didn't seem like the battery was connecting and the pump didn't recognize the battery. Issue was not resolved by troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was not expected to be returned for analysis.